Event description:
During treatment of an 80%-90% mixed calcified plaque/lesion which was approximately 2.0 mm- 2.5 mm in length, in the distal posterior tibial artery, the jade balloon separated from the catheter on exiting the sheath during the procedure. The balloon was initially inflated at lesion site. There was difficulty to remove the orbital atherectomy device (oad) after balloon deflation. However, the balloon was pulled and eventually removed. After physical inspection and results from angiography showed a part of balloon at the site of inflation and this part of the balloon was left in the leg. Background: received the following additional information on july 25, 2024: 1. When did the problem occur? (During set-up, procedure, or performance testing) - during procedure. 2. Could you please provide vessel and lesion details? (Vessel, lesion location, % stenosis, level of calcification, diameter, etc.) - distal pt. 80%-90% mixed calcified/plaque lesion. Approx. 2.0mm-2.5mm diameter. 3. Was the balloon inflated during the procedure? - balloon was inflated at lesion site. 4. Did the balloon remain intact and completely removed from the body? - after balloon deflation, device was difficult to remove. Balloon was pulled and eventually removed. After physical inspection and angiographically, part of balloon was observed at the site of inflation. 5. Was intervention required to remove the balloon completely from the body? - part of balloon was left in the leg. 6. How was the procedure completed? - intervention plans are to remove balloon from leg with a smaller snare retrieval device. - after reaching out to the customer the procedure for the snare has not been performed or scheduled. Do not have an anticipated scheduled date.